Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred at the start of two consecutive routine hemodialysis treatments. Rinseback was either not performed or partially performed resulting in a total blood loss of 145cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not completing rinseback following an unrecoverable alarm as directed in the user's guide. The exact cause of the alarms is not known at the time of this report. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.